Event description:
This event was captured based on literature review of a clinical study. The objective of this study was to investigate the impact of atrial fibrillation (af) on long-term clinical outcomes in patients with coronary artery disease (cad) undergoing percutaneous coronary intervention (pci) with drug-eluting stents (des). 6,308 consecutive patients underwent pci with at least one des implant including taxus express2 stent between april 2002 and march 2009, clinical outcomes indicates the patients experienced multiple adverse events including death noted in the article.

Manufacturer narrative:
If implanted, give date: between apr 2002 to mar 2009. Device is a combination product. Citation; t. Pilgrim and b. Kalesan et al. (2013) impact of atrial fibrillation on clinical outcomes among patients with coronary artery disease undergoing revascularisation with drug-eluting stents. Eurointervention, 2013; 8: 1061-1071. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).